Event description:
Information was received indicating that while in use of a smiths medical cadd administration set, it was reported that the tubing had disconnected. It was also reported that tubing had dislodged from the luer lock attached to the tubing. No adverse effects were reported.